Event description:
On (B) (6) 2010, our respiratory therapy dept checked on the pt who was trached, reviewed the ventilator settings, and noticed a severe leak in the trach balloon. The trach balloon was noticed to not be inflated and leaking air from the trach site.